Event description:
The patient reportedly developed an irritation of the device site caused by the magnets being too strong in the external headpiece. The surgeon recommended removing the headpiece to allow the sore to heal.